Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the jaws of device would not reopen during the procedure. The site did not have info to indicate if the jaws were or were not on pt tissue at the time. Another device was used to complete the procedure and there was no pt injury.